Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received low sensor scan readings of 375 mg/dl compared to a reading of 173 mg/dl on healthcare professional (hcp )meter. It is unknown whether the customer noted a trend arrow on the device. There was no report of death or permanent impairment associated with this event. A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into the c zone. The length of sensor wear was 10 days.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received low sensor scan readings of 375 mg/dl compared to a reading of 173 mg/dl on healthcare professional (hcp )meter. It is unknown whether the customer noted a trend arrow on the device. There was no report of death or permanent impairment associated with this event. A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into the c zone. The length of sensor wear was 10 days.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and cracks on the sensor shell was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Further investigation was conducted, where a visual inspection was performed on the returned puck by using a digital microscope and the puck was received by the hardware product quality engineering (hpqe) team. No signs of damage were observed during the inspection. The data in the initial scan was reviewed. The puck was observed to be in sensor state 8 (error_termination). An smu (source meter unit) test was performed using fixture to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck moved into state 4, (active paired) which indicated that the puck moved to a normal operation mode and was fully functional. The returned puck had an electrical current measured to be within specification range, indicating no accuracy issues were present in the puck. Additionally, a poise voltage test was performed and results that were within specification range, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification range, indicating that the puck's thermistor was fully functional. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of a product malfunction was found during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.